Manufacturer narrative:
Currently, it is unknown to what extent the perfix plug (device #1) may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent an additional surgery to remove the mesh and repair a recurrent hernia." Medical records were not provided and the description does not clearly define which of the mesh devices "remove the mesh" is referring to (perfix plug (device #1), ventralex (device #2), ventralex (device #3), a combination of mesh devices implanted). Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard perfix plug (device #1) implanted on (B)(6) 2015. Additional emdr were submitted to represent the bard ventralex (device #2) implanted on (B)(6) 2015 and the bard ventralex (device #3) implanted on (B)(6) 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for repair of an umbilical hernia. A bard/davol perfix plug (device #1), lot number huzb0478 was implanted to repair the hernia defect. Additionally, a bard/davol ventralex (device #2), lot number huzo1203 (note: lot number not valid), was also implanted to repair a ventral hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair a recurrent umbilical hernia. A bard/davol ventralex (device #3), lot number huzg0220 was also implanted to repair an umbilical hernia defect. On (B)(6) 2017: the patient underwent an additional surgery to remove the mesh and repair a recurrent hernia. On (B)(6) 2017: the patient underwent an additional surgery to close the wound from the (B)(6) 2017 surgery. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective mesh products.

Manufacturer narrative:
Currently, it is unknown to what extent the perfix plug (device #1) may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent an additional surgery to remove the mesh and repair a recurrent hernia." Medical records were not provided and the description does not clearly define which of the mesh devices "remove the mesh" is referring to (perfix plug (device #1), ventralex (device #2), ventralex (device #3), a combination of mesh devices implanted). Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date, date of explant and manufacturing date. Based on the available information, there is no change to the initial determination, no conclusions can be made. Per medical record review, about 7 months post implant of perfix plug, patient was diagnosed with hernia recurrence thereby underwent repair. This supplemental emdr represents perfix plug (device #2). Additional supplemental emdr¿s were submitted to represent the mesh ¿ ventralex (device #1 & #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for repair of an umbilical hernia. A bard/davol perfix plug (device #1), lot number huzb0478 was implanted to repair the hernia defect. Additionally, a bard/davol ventralex (device #2), lot number huzo1203 (note: lot number not valid), was also implanted to repair a ventral hernia defect. (B)(6) 2016: the patient underwent an additional surgery to repair a recurrent umbilical hernia. A bard/davol ventralex (device #3), lot number huzg0220 was also implanted to repair an umbilical hernia defect. (B)(6) 2017: the patient underwent an additional surgery to remove the mesh and repair a recurrent hernia. (B)(6) 2017: the patient underwent an additional surgery to close the wound from the (B)(6) 2017 surgery. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective mesh products. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with ventral and umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1) and perfix plug (device #2). Per operative notes, ¿the large ventral hernia was identified and reduced. A ventralex mesh (device #1) was placed and sutured. Next, umbilical hernia sac was identified and taken down. A perfix plug (device #2) was placed in the preperitoneal position and sutured.¿ (B)(6) 2016 - patient was diagnosed with recurrent ventral and umbilical hernia thereby underwent open repair with the implant of ventralex (device #3). Per operative notes, ¿the umbilical hernia was dissected away and contents were reduced. A ventralex mesh (device #3) was sutured to the fascial edges of the defect. Next, palpable upper ventral hernia was noted and it appears that the fascial edges pulled away from the prior ventralex mesh (device #1). This was now reattached to the mesh and sutured.¿ (B)(6) 2017 - patient was diagnosed with recurrent incisional ventral hernia and infected mesh thereby underwent open repair with the implant of phasix mesh (device #4) and explant of ventralex (device #1). Per operative notes, ¿previous incision was removed along with the poorly incorporated mesh (device #1). Old sac was removed and a phasix mesh (device #4) was placed deep to the fascia and sutured circumferentially.¿ attorney alleges that the patient had infection, hernia recurrence, mesh migration, mesh removal, pain and emotional injuries.